Event description:
It was reported that the patient had been suffering headaches since implant. They had gotten worse in the last few weeks, but the patient stated she had had a virus (vomiting and diarrhea) in the last few weeks. The neurosurgeon had seen the patient and felt she had a dural leak that he would go in and repair. The patient was receiving up to 9 mgs of morphine per day via the pump. The patient showed no signs of withdrawal and her pain was under control. On (B)(6) 2013, the patient was taken to surgery. After incision, it was observed that there was a winged anchor with a severed catheter next to it. The catheter appeared to have a clean cut and it was severed at the exit point from the winged anchor. It appeared to have been cut by a knife. The surgeon stated he found it like this when he went into the wound. There was no ¿i.I.¿ present in the theater. They decided to leave the remaining catheter in attached to the anchor and they placed 2 ligaclips at the base of the catheter as it entered the dura. This sealed the catheter and no leakage was observed. A new spinal catheter was implanted along with a new pump segment as well. This was attached to the pump and the wounds were closed. The catheter was disposed of in the hospital rubbish. The patient status was reported as ¿recovered (not fully)¿. It was later reported that the patient fully recovered from the procedure with no adverse effects. The patient had not fully recovered from the anesthetic and actual operation not from any adverse effects from the catheter being cut. The patient was doing really well. An x-ray, taken a few days before the procedure clearly showed the catheter was intact. It was later reported that the patient still had a headache as she did prior to the procedure and she was having a myelogram.

Manufacturer narrative:
Analysis of catheter serial #(B)(4) revealed a slice cut in the catheter body.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).